Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received by rep stating that possible falls due to advanced disease may have been the cause of high impedances and patient not responding to therapy. The issue is not resolved and the patient may have surgery to repair extensions. The information is confirmed by the physician.

Manufacturer narrative:
Continuation of d10: product ID: b3301542, serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Product ID: b3400060m, serial# (B)(6), implanted: (B)(6) 2023, product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3301542, serial/lot #: (B)(6), ubd: 22-sep-2024, UDI#: (B)(4); product ID: b3400060m, serial/lot #: (B)(6), ubd: 21-nov-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient (pt) experienced high impedances greater than 10 for contacts 8, 9, and 10 when taken at 1.0 ma. Pt had fallen multiple times due to their disease and suspected this may have damage a wire. Since last november, pt had not been responding to the deep brain stimulation as effectively and they suspect it may be due to poor contacts on right lead. Troubleshooting surgery is planned to check lead and extension integrity, with a potential extension replacement if the issue is found there. If the issue is found in the lead, a replacement will be scheduled for a later date. The issue was not resolved.